Manufacturer narrative:
Review of images: original sample was tested on crrs3 (lot r195) and resulted 2+ for cell ii. Sample was tested by capture-r ready ID (crrid) (lot id154) and crrid extend I (lot dp053). An anti-e was identified. For sample tested on extend I panel (dp053), cells 8, 9, 11, 12, 13, and 14 were positive. Cell 10 (positive for e) was scored negative by echo, appears visually positive). For sample tested on crrid (lot id154), cells 3 and 14 were positive, visually positive. Cell 14 reacted 4+ is negative for e antigen. Cell 6 (positive for e) was negative, visually appears negative. Original sample was retested on echo and resulted negative for all cells. A new sample drawn after plasma transfusion was tested and resulted negative for all cells. Visually cell 2 appears weakly positive. Visually appears positive for cell 2. Sample was tested with crrid extend I (lot dp053) and cells 8, 9, 11, 12, 13, and 14 were positive. Cell 10 (positive for e) was scored negative by echo, appears visually positive). The positive reaction of the pre-transfusion sample on (B)(6) cell 14 is attributed to anti-diego (a) red blood cell antibody which has been identified by the customer. Customer states they have confirmed the diego antibody in this patient using panocell di (a+) cells. Customers were instructed to visually inspect negative echo results with capture-r ready screen and capture-r ready ID in technical communication (B)(4) on (B)(6) 2009. A service call was made. Performed unexpected reaction checklist and found test peri-pump volume to be 9.0g (expected volume 9.9 to 10.9 g). Replaced peripump tubing and re-ran test peri-pump. Icl., volume within specs at 10.1g. All other parameters within specification. Performed daily maintenance with acceptable results. Performed qc with acceptable results. System was tested and is operating within specifications.

Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.